Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having a new pain on the right arm since the trial procedure. The patient underwent a lead pull. It was believed that the new pain was procedure related.